Event description:
Pt status post two plates and screw implantation on (B)(6) 2008 returned to surgeon complaining of pain. The original injury took place on (B)(6) 2008 a tibia plateau fracture. Left. Pt was returned to operating room on (B)(6) 2012 for removal of two plates and 15 screws. Four of the screws, only the heads were removed and the shafts of four screws were left in the pt and could not be removed. Surgeon noted pt was healed and was not revised to any new hardware. This is 1 of 17 reports for this event.

Manufacturer narrative:
Review of the raw material and device history records showed that this lot met all dimensional and visual criteria at the time of MFR and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed. No conclusion could be drawn as no product was returned.